Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle, malfunctioned during use. It was reported ¿after completing venipuncture, I proceeded to sheath the needle. However it would not lock due to it being slightly crooked. I tried to snap the needle closed and it then snapped off. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lockout features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Conclusion; a CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.